Manufacturer narrative:
The device has not been returned for evaluation. Attempts have been made to retrieve more information about the event. A follow-up report will be initiated if more information is made available.

Event description:
Complaint: pir - dropping of dosing limits.